Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer left the pump on the bed while taking a shower. The customer received an altitude alarm when attempting to resume insulin. Reportedly, the customer was temporarily unable to clear the alarm and resume insulin. Customer's blood glucose level was not impacted.